Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 06sept2019. The customer received troubleshooting guidance from technical support via phone. Technical support suspect d the o2 solenoid was leaky. The customer was provided the product number. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit failed the system leak test. There was no patient involvement.